Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) could not be inflated during use. The device was replaced with a new product, and the procedure was completed successfully. There was no reported patient injury. The device was intended for use in a percutaneous transluminal angioplasty (pta) procedure, and preparation was performed normally in accordance with the instructions for use. The device will be returned for evaluation. Addendum: pe findings present the balloon with a longitudinal tear.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) could not be inflated during use. The device was replaced with a new product, and the procedure was completed successfully. There was no reported patient injury. The device was intended for use in a percutaneous transluminal angioplasty (pta) procedure, and preparation was performed normally in accordance with the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was noted deflated, and the core wire was present. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis; however, during inflation, a loss of pressure was observed. The exact cause of the balloon loss of pressure could not be determined based on the available evidence. However, this type of damage is consistent with cases where the observed condition may result from handling, procedural, or other non-manufacturing related factors. A high-magnification microscopic evaluation was conducted to further assess the balloon. During this analysis, a longitudinal tear was confirmed. The reported event of ¿balloon-inflation difficulty¿ could not be observed through analysis of the returned device due to the longitudinal tear found on the balloon that prevented the inflation/deflation test. Therefore, the additional condition of ¿balloon-balloon loss of pressure¿ was found. However, the exact cause of the balloon tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, prepping/handling factors and or access site characteristics may have contributed to balloon tear noted. However, it is unknown if the tear was present at the time the inflation difficulty was experienced by the user, or if this balloon condition occurred due to device manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The device preparation with the IFU states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.